Event description:
System was explanted due to noise on lead with high risk of inappropriate shocks, though none occurred. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The insulation was, apart from the present cut, free of breaches. A thorough analysis of the returned fragment did not show deviations that might have contributed to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.